Event description:
It was reported to boston scientific corporation on june 14, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6)2023. During the procedure, the stent was attempted to be deployed; however, the stent fully deployed into the collection. The stent remains implanted and another axios stent was implanted to complete the procedure. On (B)(6)2023, both stents were successfully removed from the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.